Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). The meter measurements were performed using test strips from two different vials. The lot number and expiration date for one vial is not known. The second vial is test strip lot number 44502621, with expiration date 30-jun-2021. It is not known which vial of test strips were used for each meter measurement. The patient did not use alcohol to prepare her finger prior to sample collection for meter testing. At 9:51 a.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 3.7 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting with a value of 2.8 inr. At 1:56 p.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 4.3 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting with a value of 2.9 inr. At 10:17 a.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 7.8 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting with a value of 3.7 inr. At 12:28 p.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 6.8 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting with a value of 4.4 inr. At 10:30 a.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 4.6 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting with a value of 3.2 inr. The patient stated that the doctor used the laboratory measurements to make medical decisions for the patient. The patient's therapeutic range is 3.0 - 4.0 inr. The patient's testing frequency is twice per week.